Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump battery compartment was cracked and evidence of moisture ingress was visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: there was one pump reboot event associated with a cartridge change observed in the black box on 9/12/2014. The pump powered on with the returned battery cap which was able to fully tighten to the pump. The battery cap measured within specifications. The battery compartment was cracked in the thread area and below the grip pad. There was evidence of moisture contamination inside battery compartment and on the underside of the battery cap. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A leak test showed that there was a leak as a result of the battery compartment cracks. There was no evidence of additional moisture inside the pump.